Event description:
Distributor reported, "we had filled chamber with healon. However, on post-op day 1, ac was flat. We reformed again with healon. But to our surprise, the ac was flat again.

Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and confirmed product was manufactured, tested, and released per validated procedures. Device not returned. If device is returned to nwm, an addendum will be filed to capture evaluation.